Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to fluid loss of the system.

Manufacturer narrative:
A titan otr pump, and cylinders 1 and 2 were received for evaluation. Separation with abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tubes of the pump. This was not a site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both pump exhaust tubing overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2012 and revised on (B)(6) 2021 due to fluid loss. Additional information received indicated there was no fluid transfer. Patient states the failure was progressive over time. No apparent damage to cylinder/pump or tubing. Reservoir retained; unable to explant.